Event description:
The report indicated that the end of the orbit rdfl complex mini coil hypotube (the stainless steel part of the coil pusher) was bent, then during insertion, there was resistance in the distal end of the prowler 14 microcatheter. The device was removed, straightened, and inserted in the patient, but once at the aneurysm site, the coil did not detached. Once the device was removed from the patient, the delivery system was found broken (into two pieces). After the event, another coil was used to finish the case with the same microcatheter. The bent on the device was noticed when the product was removed from the package, then when pushing the coil in the microcatheter, there was some resistance. The device was withdrawn and the delivery tube was straightened, then the system was delivered through the microcatheter to the target site. However, after pushing the coil system into the aneurysm to try to detach 4 times, but failed. Then, the device was withdrawn (without loss of target site) and the delivery tube was broken. The package (inner or outer) was not damaged, and there were no issues during removal from the package that may have contributed to the event. A constant and dedicated saline source was used at all times. Other than the reported event, no other damages were noticed on the device, and the coil remained attached to the delivery system. Although the device was kinked, the physician thought that it could not impact the use of the device. The microcatheter was not re-shaped, and no damages were noted on the microcatheter that may have contributed to the event. The microcatheter is not available for evaluation. There was no adverse event reported, and the component will be returned for analysis.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The report indicated that the end of the orbit rdfl complex mini coil hypotube (the stainless steel part of the coil pusher) was bent, then during insertion there was resistance in the distal end of the prowler 14 microcatheter. The device was removed, straightened, and inserted in the patient, but once at the aneurysm site, the coil did not detached. Once the device was removed from the patient, the delivery system was found broken (into two pieces). After the event, another coil was used to finish the case with the same microcatheter. The bent on the device was noticed when the product was removed from the package, then when pushing the coil in the microcatheter there was some resistance. The device was withdrawn and the delivery tube was straightened, then the system was delivered through the microcatheter to the target site. However, after pushing the coil system into the aneurysm to tried to detach 4 times, but failed. Then, the device was withdrawn (without loss of target site) and the delivery tube was broken. The package (inner or outer) was not damaged, and there were no issues during removal from the package that may have contributed to the event. A constant and dedicated saline source was used at all times. Other than the reported event, no other damages were noticed on the device, and the coil remained attached to the delivery system. Although the device was kink, the physician thought that it could not impact the use of the device. The microcatheter was not re-shaped, and no damages were noted on the microcatheter that may have contributed to the event. The microcatheter is not available for evaluation. There was no adverse event reported, and the component will be returned for analysis. A non-sterile orbit rdfl complex mini coil was received coiled inside of the dispenser inside a plastic bag. The hypotube was inspected and kinks were on it. Additionally, it was found broken. The introducer was not returned for analysis. The support coil, gripper and embolic coil were outside of the introducer. The gripper was found in good condition while the embolic coil was stretched. Some waves were found on the product but apparently can occur during the handling of the unit when this was returned for evaluation. The embolic coil and the gripper were inspected under microscope; the gripper was confirmed to be in good condition; while the embolic coil was confirmed to be stretched. Additionally, the hypotube breakage area was inspected under microscope, evidence shows it was kinked prior to breakage occurred. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported separated-during use was confirmed. The cause of the broken hypotube appears to be that it was kinked before breakage occurred. Neither the analysis nor the DHR suggest that these damages could be related to the manufacturing process. Additionally inspections are in place that prevents these kinds of damages leaving from the facility. Based on the analysis and the information, the cause of the delivery tube separation was due to the kink, and the evidence shows that the most likely cause is handling during procedure. The instruction for use warns that if the device is damaged, it should be removed and not used. There is no indication of any device manufacturing issues related to the event, therefore, no corrective action will be taking.